Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 820 mg/dl. Cause of bg level was not known. Customer performed a supply change in attempt to address the issue and went to the emergency room. Customer was subsequently admitted to the intensive care unit. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.